Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. No blank display noted. Unable to verify operating currents due to damaged display. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell out of pocket and caused display screen to go blank. Customer's blood glucose was 221 mg/dl. Customer was advised that insulin pump would need to be replaced.